Manufacturer narrative:
The reported device was not reported to be returned to conmed for evaluation. This alleged device malfunction cannot be verified. (B)(4). A risk analysis was performed and the risk was deemed acceptable. The instructions for use advise the user of the following. Device is not to be used on the bone or similar hard tissue. Weather used arthroscopically or in open surgery, the suture passer must be used under direct visualization. Avoid lateral stress on the needle as this could cause device breakage. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed affiliate reported on behalf of a customer that the tip of the smi-02n needle broke off during pre-op testing prior to a rotator cuff procedure. This alleged malfunction did not cause harm to the patient or a surgical delay as it was found before the procedure began. To date, additional information regarding the patient and event have not been provided. This report is raised on the basis of a reported device malfunction with potential for patient injury with recurrence.

Manufacturer narrative:
Correction of initial reporter and facility name. Correction of awareness date from 16nov2017 to 14nov2017. Spelling correction. "Weather" should be "whether".